Manufacturer narrative:
This report is submitted on december 13, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is submitted on march 22, 2017.